Manufacturer narrative:
Eval: one central venous catheter without inject sites and one 0.032" swg were returned. Returned items were microscopically examined/documented. Core wire separated adjacent to straight end weld. Coil wire separated approx 18cm from straight end. Swg outer diameter was within specification. Root cause of swg separation couldn't be determined. DHR couldn't be reviewed because lot number was not identified in report. Follow-up report will be filed if more info becomes available.

Event description:
It was reported that the catheter was being inserted over swg (spring wire guide) in pt's right internal jugular vein. When md attempted to remove swg, it "snagged" and separated. Md was able to remove swg without surgical intervention. As a result, another kit was used. There were no pt complications reported. It was noted pt's tissue was tough.